Manufacturer narrative:
Additional information g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0111-eor2 g precautions - 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/3/2024, it was reported by a sales representative via email that an ar-4020c-07 fastthread biocomposite interference screw broke upon insertion. This was discovered during an aclr procedure on (B)(6) 2024. The case was completed by removing all fragments and using a new ar-4020c-07 fastthread biocomposite interference screw.